Manufacturer narrative:
Clinical evaluation performed by medical affairs department: 2.5 years after primary cemented tka, the tibial bone gives way medially and exchange of the plateau is required. The surgeon noted that the pcl was retained and this may have submitted the tray to additional stress, but we have no evidence that this can be a root cause for this kind of adverse event: many cases of pcl retaining tka have been performed with the sphere system with no reported failure incidence above normal. We think it's more likely that the tibial bone was, or became, medially rarefied and unable to sustain the load given by an active patient.

Event description:
At about 2 years 6 months after the primary, the tibial tray of the patient subsided medially. During the primary surgery a flex prosthesis was implanted which, as per the surgical technique, involves the sacrifice of the cruciate ligaments. In this specific case the primary surgeon performed a posterior cruciate ligament retaining approach. The surgeon revised successfully the tibial tray (to tibial tray with 5mm offset) and the inlay (10 to 13 mm).